Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A health care professional (hcp) also reported non-specific issues with pacing impedance measurements. Tachycardia therapy was programmed off pending a lead revision procedure. Boston scientific technical services (ts) discussed troubleshooting options. The lead was surgically abandoned and replaced. This crt-d remains implanted and in service. No adverse patient effects were reported.